Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and was unable to remove battery cap. Customer stated his battery cap is hard to remove and needs to be replaced. The customer's blood glucose was 430mg/dl. Customer was high because he over ate and did not put enough units in his pump to treat what he ate. Customer declined high blood glucose troubleshoot. Customer stated when they woke up he was 119mg/dl.